Manufacturer narrative:
Batch review performed on 14 april 2022: lot 141463: (B)(4) items manufactured and released on 24-jun-2014. Expiration date: 2019-05-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event.

Event description:
At 7 years and 5 months revision surgery performed for stem loosening. The patient had pain in the left thigh especially during external rotation. Non sinthoms in the right leg.

Event description:
At 7 years and 5 months revision surgery performed for stem loosening. The patient had pain in the left thigh especially during external rotation. Non sinthoms in the right leg.

Manufacturer narrative:
Batch review performed on 14 april 2022: lot 141463: (B)(4) items manufactured and released on 24-jun-2014. Expiration date: 2019-05-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event during the period of review. Visual inspection performed by r&d manager: during the analysis it is evaluated that whole ha coating on the stem body has been absorbed by patient bone as expected. Some signs and scratches are present on the stem neck probably due to revision surgery. It is not possible to determine the root cause of reported stem loosening.